Manufacturer narrative:
One (1) photo was shared by the customer, where a leaks between the connection with syringe and spiros #011-ch2000-pc is observed, is not clear is spiros was complete or no activated. However, drops of blood can be confirmed. The complaint of leaks can be confirmed based on the photo provided by customer. However, without the return of affected item for investigation, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
The event involved a spinning spiros¿ closed male luer, purple cap where the customer reported that the were having an issue with the doxorubicin syringes in that the new tip leaks. The customer reported that the event was observed during administration and after approximately 3 minutes of use. There was no adverse events for the patient, the health condition of the patient was not affected by the event, the patient has not stayed more time in the hospital due to the event, the patient was not harmed, there was no need for an additional medical intervention, and no delay in therapy. Reporter stated the leak has come into contact with the patient clothes and with the nurse's compress and gloves, but there was no unprotected exposure to the drug.

Manufacturer narrative:
The actual device is not available, however, a photo sample has been provided. Investigation has not yet been completed.